Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that reason for call was can't work machine. Every time she tries to work it doesn't work. It is not easy to use. She thought turned off when went through airport line. Patient said it is on. Patient keeps getting the poor communication screen on the patient programmer. The issue started today. Patient said she thinks the therapy works a little bit. She said she gets 50% or greater relief of symptoms. Patient was getting poor communication with and without antenna. Had patient go and get a mirror to see where incision was. Had her place template below the incision. She was able to connect and was at program 3 at .9v and stimulation was off. I explained the stimulation needs to be on for therapy to work. Walked her through turning stimulation on and she increased stimulation to 1.1 v where she could feel stimulation comfortably. Patient will maintain stimulation level and will continue to track symptoms. The patient mentioned unrelated medical history. This included memory issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.